Event description:
A surgeon reported that during the I/a (irrigation and aspiration) phase of the cataract surgery, the irrigation stopped flowing when aspiring the cortex. The problem was resolved after rejecting the product with another one and the surgery was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The sample is available but has not yet been received by the mfg for eval. (B)(4).